Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, keypad anomaly and led anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the light was dim which made it difficult to see the display screen, the insulin pump rejected new batteries and the buttons were difficult to press. Customer declined to be transferred to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.